Event description:
The parent reported in (B)(6) 2024 that the recipient was suddenly unable to hear sounds with the device. The recipient has been re-implanted.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to the reported mechanical impact appears very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet. This is a combined initial / final report.

Manufacturer narrative:
Conclusion: based on the received information, a damage to the active electrode due to an external mechanical impact appears very likely. However, as the device was received totally damaged after silicone overmold an exact location of the damage could not be determined. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The parent reported in (B)(6) 2024 that the recipient was suddenly unable to hear sounds with the device. The recipient has been re-implanted.